Manufacturer narrative:
Summary evaluation: the result of the evaluation performed suggest the event was attributed to incorrect use by the user.

Event description:
The threads for connection to the handle are distorted. There was no adverse consequence for the pt or delay in surgery or anesthesia time.